Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "under infused patient involved." Was unable to be reproduced. The device was tested for flow testing, ultrasonic sensor us occlusion, ultrasonic sensor us air and downstream occlusion. The device passed all the testing. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to infuse platelets and failed to alarm occlusion during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.